Event description:
During service by baxter, pump head module failed accuracy test. According to the hosp representatives there was no pt innury or medical intervention reported. No additional info or contact was provided.